Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was put in use with a patient (initial use of device). The tube was successfully placed and cuff was inflated using 1.8ml of water. According to reporter, approximately 8 hours later; the user added 3 ml of water to cuff while patient was sleeping and the patient coughed and water came out from patient's stoma. Additional attempts were made to inflate the cuff but an emergency tracheostomy tube change was required to address the cuff leakage. No permanent adverse effects to patient reported.